Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when medical surveillance specialist listened to the initial call. The patient reported that she first became aware of the issue on (B)(6) 2017, at 09.45 am, after being out jogging. She alleges she developed symptoms of ¿visual black spots¿, that she related to ¿hypoglycemia¿. She reported that in response to the symptoms, she tested her blood glucose and obtained inaccurate erratic results of ¿250, 100 and 69 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for precision. The patient stated that she manages her diabetes with insulin (self-adjuster) and that in response to the symptoms she self-treated her alleged hypoglycemia with drinking some juice and eating some food. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event for a low blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.